Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of it unexpectedly shutting off by itself could not be duplicated. Proper device operation was confirmed through functional and performance testing. Ventec downloaded the device's electronic records (system logs) for analysis and observed three (3) instances where the device had previously experienced abnormal power on events indicative of an unexpected loss of power, thus confirming the reported issue. As a precaution, ventec replaced the control board. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.